Manufacturer narrative:
The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the pvl cannot be determined based on the information available. However, it is possible that patient factors (distribution of calcium, annulus shape) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. With the limited information available, the exact cause of the valve calcification is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, the patient was being evaluated by their heart team for a transcatheter aortic valve replacement (tavr) procedure and a valve-in-valve in the mitral position. A 26mm sapien 3 ultra valve was surgically implanted for severe mitral stenosis in mitral annular calcification (mac). Approximately 2 years and 5 months post implant, plugs were placed to treat severe paravalvular leak (pvl) present at the posteromedial position. Approximately 5 years and 3 months post implant the patient presented with acute hypoxemic respiratory failure, acute decompensated heart failure, and streptococcus pneumoniae pneumonia. Tte revealed severely elevated gradients across the sapien 3 ultra valve; hemodynamics were compatible with significant regurgitation. The mean trans mitral gradient measured 17 mmhg and peak gradient measured 26mmhg. Right heart catheterization revealed severely elevated filling pressures and severe (near systemic) pulmonary hypertension, severe aortic stenosis and moderate aortic insufficiency. The patient was being evaluated for both tavr and a valve-in-valve in the mitral position. However, the patient passed away after the patient's family decided to place the patient on comfort measures only. Per reporter, patient's cause of death was a combination of severe aortic stenosis, severe pulmonary hypertension, and severe mitral regurgitation. Imagery provided was reviewed by an edwards lifesciences clinical imager. CT shows the valve is expanded to 24.7mm at the waist (0.5mm was added for the outer diameter). There is nearly full expansion at the inflow and outflow. A vascular plug can be visualized in the medial/posterior aspect between the mac and the valve. There is calcification of the sapien 3 ultra valve leaflets, with calcification being more pronounced on the left facing leaflet. Tee revealed valve thickening and hypo-mobile leaflets, and a mild/moderate pvl can be seen on the medial side of the valve.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following section of this report has been updated: h10.